Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the vividimage surgical monitor required replacement. The technician removed the vividimage surgical monitor from service. The user facility received a replacement monitor and no additional issues have been reported.

Event description:
The user facility reported that lines are present on their vividimage surgical monitor. No report of injury.